Event description:
The user experienced a cracked luer on the wingsafe huber set contained in the port access tray. After the set was primed with saline using a 10cc syringe the crack was observed while meds were delivered via a 20cc syringe. The patient did not experience any injury as a result of the device malfunction. This issue occurred two additional times with devices from the same lot.

Manufacturer narrative:
Note: the clinician reported three occurrences of this product problem on one product incident report. Please reference the mdrs listed below for the additional occurrences: 2245270-2012-00030, 00032. The user was not able to return samples for evaluation, but vygon will perform a thorough investigation on the lot history and contact the component supplier for additional information regarding the cracked luer. A follow-up report will be sent within thirty days of completion of the investigation.